Manufacturer narrative:
Correction mad to d1: brand name: minicap transfer set (previously submitted as minicap extended life pd transfer set with twist clamp - extra short). Additional information was added to h6 and h11: h11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were reviewed and showed no evidence of a crack to the main body; however, a separation between the twist clamp and main body caused by a broken occluder foot beneath the twist clamp was observed. The reported condition was verified. The cause of the broken occluder feet could not be determined, however potential causes of occluder feet damage include exposed to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set "broke". This was identified during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.